Event description:
It was reported that the pt was involved in a car accident about one year ago, thereby the reference electrode was damaged. The pt was re-implanted in 2008, however, med-el was not informed about the scheduled re-implantation.

Manufacturer narrative:
The device has been explanted and has been returned to MFR, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.